Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and could not duplicate the reported malfunction. There were no errors found and the device passed all testing.

Event description:
It was reported that during patient use, a ventilator stopped ventilating. The patient was then transferred to an alternate device. There was no report of patient harm as a result of this event.